Event description:
It was reported that the bd syringe 50ml ll barrel cracked. The following information was provided by the initial reporter: the customer has reported a complaint regarding article 300865 bd plastipak syringe, 3 piece, luer lock box of 60. The customer ordered 10 boxes of this article. 240 syringes arrived damaged. The outer box was intact. However, the syringes inside were bent and leaking. Noted during use.

Manufacturer narrative:
G.4. Applicable 510k numbers are k182589; k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.